Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/21/2020. Additional information: a manufacturing record evaluation was performed for the finished device lot pdj184, and no non-conformances were identified. Additional information was received: the product was a suture that was disassembled and could not be recovered. I have not been able to recover the rest of the sutures (7 are left in the box). Therefore I have no product to send. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is there a photo of the actual device available for analysis?

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 02/19/2020. Additional h3 device evaluation (photo) summary: only a picture was returned for analysis. Upon visual inspection of the picture, an unopened sample of product code epp8747 lot# pdj184 with a double arm strand could be observed. No disassembled issues were found. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. According to the sample condition, the complaint could be confirmed, however the cause could not be determined.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cardiovascular procedure in 2019 and suture was used. The needle suture has been disassembled during use. The needle piece was found. There were no adverse patient consequences reported.